Event description:
It was reported that during device changeout, a sudden drop in impedence measurement values were noted. All other electrical parameters were normal. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.